Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Manufacture date ¿ unknown.

Event description:
It was reported that patient underwent total knee arthroplasty on (B)(6) 2013. During the procedure, the surgeon placed the drill pin through the hole of the tibial cut block and the pin contacted the rod. As the rod was removed, the drill pin fractured. As a result, the fractured pieced was removed from the patient with no surgical delay.